Manufacturer narrative:
Analysis found the partial lead measuring 34.5 cm from the distal tip was returned in one piece. The damages were found sustained during surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed. The reported event of low lead impedance was not confirmed.

Event description:
It was reported that the patient presented in clinic for a pulse generator check. Upon interrogation, it was discovered that atrial lead exhibited low impedance. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient condition was stable.